Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Isi followed up with the initial reporter and obtained the following additional information: arcing appeared to originate between the jaws. Cauterizing was being performed when the event occurred. Bipolar energy was activated when the event occurred. The other instruments in use were a tip-up fenestrated grasper and a fenestrated bipolar. An erbe vio 300d was used. When the arcing event occurred, the instrument tip was in contact with the tissue. There was no patient injury. The patient had not returned to the hospital with any post-surgical complications. The instrument was inspected prior to use. The cannula was inspected priorly as well. A pin gauge was used to inspect the cannula. The instrument was connected properly. There was no instrument collision observed. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument arc discharge. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.